Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 01/23/2011, 02/03/2011, and 02/04/2011 by phone. At the request of the consumer, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his overall distance vision is somewhat blurry and he sees a light flutter off to the side of his vision. The left eye had been corrected for reading, but the consumer reported he cannot read without glasses. The consumer reported his distance correction for his fellow eye was fine, but his overall distance vision was blurry because he felt the correction in his left eye was too weak. In a follow up phone call, the consumer reported that he had noticed his eyes become dry later in the day. At the request of the consumer, the surgeon was not contacted.